Manufacturer narrative:
Investigation: a total of four samples and three photos were provided to our quality team for investigation. Upon inspecting the product, a leak past the stopper ribs was identified in the three used samples, and damage on the barrel and plunger was verified on the unused sample that was returned. There was no damage or other defects observed on any of the product where a leak occurred. Ten retained samples of lot 1907702 were evaluated. On visual inspection of these ten samples, no damage or molding defects can be observed and the stopper is correctly assembled. A leak test was performed on the ten retained samples which met specifications. A device history record review found no non- conformances associated with leakage during production of this batch , however, there was one annotation related to the damaged syringe. During the assembly process, a incident was detected that caused some product to become jammed in the equipment. Once detected, the mechanical team repaired the failure and defective product was scrapped. While we cannot identify a root cause related to the leakages, it was determined the damaged syringe occurred as a result of the failure we identified during the assembly process.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing four occurrences of leakage during use. The following has been provided by the initial reporter: hereby I send you the complaint regarding bd plastipak lot no. 1907702. We have set the packages with this lot number aside pending further consultation (approx. 6 boxes). 50ml bd luer -lok syringe 60 n ref 300865 dgl 218205 lot 1907702. 1. Leakage past stopper 3 syringes - fluid passes through the stopper - detected with multiple syringes of this lot number. 2. With 1 syringe the syringe has imploded when pulling the liquid from a beaker - this indicates material weakness of the plastic. We have withheld the examples (but the liquid has been evaporated). Uncontaminated - when testing a few extra syringes, water is drawn from a beaker / vial of nacl 0.9%

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing four occurrences of leakage during use. The following has been provided by the initial reporter: hereby I send you the complaint regarding bd plastipak lot no. 1907702 we have set the packages with this lot number aside pending further consultation (approx. 6 boxes) 50ml bd luer -lok syringe 60 n ref 300865 dgl 218205 lot 1907702. Leakage past stopper 3 syringes - fluid passes through the stopper - detected with multiple syringes of this lot number. With 1 syringe the syringe has imploded when pulling the liquid from a beaker - this indicates material weakness of the plastic. We have withheld the examples (but the liquid has been evaporated). Uncontaminated - when testing a few extra syringes, water is drawn from a beaker / vial of nacl 0.9%.